Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. Reportedly, the customer cleared the alarms and continued pumping. In addition, the cartridge and infusion set had been changed prior to call. Customer's blood glucose level was impacted (300 mg/dl).

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.